Event description:
It was reported that a problem had occurred in regards to a recharger or recharging of the insr device. Coupling or communication issues were reported. "No darkened coupling bars" was reported. It is suspected, but not confirmed, that the insr may have been "flipped" or "tilted." It was noted that the pt had lost weight and that the pocket was "loose." X-ray imaging was considered. Pt was scheduled for surgery on "(B)(6)." It is not confirmed if recharge type ins was switched out for a primary cell type ins.

Manufacturer narrative:
(B)(4).